Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2016, the lay user/patient contacted lifescan (lfs) (B)(4), alleging that his onetouch verio2 meter displayed inaccurately high results compared to his feelings/normal results. The complaint was classified based on the customer service representative (csr) documentation and additional information obtained following a review of the call. The patient claimed that the meter started reading inaccurately at 8:15am on (B)(6) 2016, when he obtained an alleged inaccurately high blood glucose result of "124 mg/dl". Meter to feelings/normal results comparisons do not meet the criteria necessary for lfs to determine an inaccuracy. The patient manages his diabetes with insulin (self-adjuster). He reported that after obtaining the alleged inaccurate result, he administered an increased dose of 5 units of rapid insulin. He indicated that 2 hours and 8 minutes later, at 10:23am on (B)(6) 2016, he tested his blood glucose level again on the subject meter and obtained a result of "93 mg/dl". He indicated that he then "started to convulse and then fainted". He reported that the emergency medical service (ems) was contacted and a result of "30 mg/dl" was obtained on the ems meter. He reported that he received ems treatment from a healthcare professional (hcp), but the nature of the treatment was not specified. During troubleshooting, the csr noted that the patient's meter was set to the correct unit of measure and his test strips had been stored correctly and were within expiry date. The patient did not have control solution available to test the meter and test strips. Replacement products were sent to the patient. This complaint is being reported because the patient claims he obtained an inaccurately high blood glucose reading on the subject meter, adjusted his insulin accordingly and reportedly developed symptoms suggestive of severe hypoglycemia requiring hcp intervention, after the alleged product issue began.